Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bilateral mastectomy, the surgeon was using a plasmablade device in conjunction with metal forceps and reported a quick burst of fire from the device tip to the surgeon's glove. There was no injury to the surgeon and no injury to the patient.

Manufacturer narrative:
Product event: (B)(4) product analysis #(B)(4): brief description of complaint: during use the surgeon was utilizing metal forceps to increase the coagulation, which resulted in a quick burst of flame from the handpiece resulting in a burn to the surgeon's glove. The device's heat shrink was also noted as being split, but remained attached to the device tip. There were not patient or operator injuries that occurred. Investigation plan: visual inspection functional inspection (if applicable) slhr review complaint device details: product line: pulsar 2 generator quantity returned: product code (sku): ps100-102rf, serial: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. External visual: " normal wear and tear; with no impairment to function of the generator internal visual: "all cable connections and hardware are properly connected functional inspection: "generator was received at software version 4.3 " this generator successfully completes the power on self-test (p.o.s.t.) "This generator passes all functional tests. Slhr review: " this generator was received by bit on oct-11-2013 for hardware and software upgrades "not related to current complaint. Investigation conclusion: the reported issue was not confirmed. There were no additional failures found during analysis. " generator functions as intended, no issues found " generator will be placed into a quarantine location pending business decision regarding disposition. Upon business decision generator will be processed in accordance with mae qms policies and procedures. Reference documents: "(B)(4) rev e pulsar 2 service process instruction.

Event description:
During a bilateral mastectomy, the surgeon was using a plasmablade device in conjunction with metal forceps and reported a quick burst of fire from the device tip to the surgeon&#62688;glove. There was no injury to the surgeon and no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.